Manufacturer narrative:
The customer reported that a patient passed away. The customer discovered a 20-minute gap with no clinical alarms trigger to indicate that the patient was continually desaturating or that the EKG leads were off for nursing to respond. According to the customer, the patient had already passed away during those 20 minutes. It is possible that the patient was never directly admitted to the bedside monitor. Per the customer, in the ER it's common for patients not to be formally admitted to the bedside monitor and the monitor may be running continuously. The customer later confirmed that the patient was not admitted by name into the system, the patient was just being monitored without a name in the ER. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: cns: model #:cu-152r serial #: (B)(6). Device manufacturer data: 11/26/2021 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no model #:pu-681ra serial #: (B)(6). Device manufacturer data: 02/04/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that a patient passed away.

Manufacturer narrative:
Details of complaint: the customer reported that a patient passed away. The customer discovered a 20-minute gap with no clinical alarms trigger to indicate that the patient was continually desaturating or that the EKG leads were off for nursing to respond. According to the customer, the patient had already passed away during those 20 minutes. It is possible that the patient was never directly admitted to the bedside monitor. Per the customer, in the ER it's common for patients not to be formally admitted to the bedside monitor and the monitor may be running continuously. The customer later confirmed that the patient was not admitted by name into the system, the patient was just being monitored without a name in the ER. Investigation summary: nkc reviewed the logs provided by the customer and determined that root cause was a user error. According to nkc, it appeared that the customer was using the 20 seconds default setting interval so the spo2 alarm would have occured if the spo2 value below the lower limit had lasted 20 seconds or longer. Per nkc, the customer missed the alarm due to this default setting. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: cns: model #:cu-152r. Serial #: (B)(6) device manufacturer data: 11/26/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Model #:pu-681ra. Serial #: (B)(6) device manufacturer data: 02/04/2022 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that a patient passed away.